Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 570mg/dl. The customer treated with manual injection. The customer stated that he found a u shaped bent cannula. Customer declined troubleshooting. No additional info was provided.